Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma as intended. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Clinical investigation revealed, no further patient harm is anticipated. Based on the information provided, no further assessment is warranted at this time. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Clinical investigation revealed, no further patient harm is anticipated. Based on the information provided, no further assessment is warranted at this time. No product identification information was provided and thus a manufacturing record review could not be conducted. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) activating the device prior to contact with targeted tissue (2) failure to maintain suction and direct fluid outflow away from the operative field (3) withdrawing the wand while power is being applied (4) contact with metal surgical instruments (such as a mouth guard) may pass current to the patient or user and result in burns. No containment or corrective actions are recommended at this time. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that after the surgery, it was noticed as a patient outcome a burn mark in the patient's mouth, suspected insulation mark. No delay was reported. Surgery was finished using the same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.